Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one empty kit with one epidural catheter. The catheter was returned still sealed in its plastic pouch. The returned catheter was removed from the plastic pouch and visually examined with and without magnification. The returned catheter appears typical with no defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into a lab inventory snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.4ml/min (stopwatch: ref-003150), which is within the specification of 1ml/min minimum. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned catheter passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the doctor found 5 blocked tubes when preparing to check the equipment before surgery.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found 5 blocked tubes when preparing to check the equipment before surgery.